Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion of the scope connector while the user was handling the subject device. The fluid invasion caused damage to electronic components; as a result, the error message was displayed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no vision and displayed error e315 (incompatible scope). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an electrical continuity error occurs due to water invasion in the scope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that due to corrosion on plug unit, e315 (scope err unsupported scope) occurs, and corrosion was found inside the device in several electronic components which is the likely root cause for the reported fault. Additional findings were as follows: due to a crack on scope cover, water tightness is lost, the grip has a scratch, the control unit has corrosion due to water leakage, the switch flexible printed circuit unit, has corrosion due to water leakage, the mount has corrosion due to water leakage, the cover of light guide-bundle was damaged, the circuit board unit in scope connector has corrosion due to water leakage, the objective lens has a chip, the circuit board unit in scope connector has corrosion due to water leakage, the scope connector cover unit has corrosion due to water leakage, the scope connector case unit has corrosion due to water leakage, the cable unit has corrosion due to water leakage, due to a cut on bending section cover, water tightness is lost, the inage guide protector is damaged, the connecting tube is deformed, and third party repair had been performed: on the connecting tube was deformed, the universal cord was deformed, the image guide protector was damaged, the objective lens had a chip, the circuit board unit was corroded, the plug unit had corrosion due to water leakage, the universal cord was deformed, the light guide lens had a chip, and the light guide bundle was damaged. It was most likely the reported issue was a result of mishandling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.